Manufacturer narrative:
Insulin pump passed displacement test, self test, active current measurement, sleep current measurement, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. Pump was tested with no error 19, error 79, error 2 and error 28 noted. The motor was tested outside of the device and passed. Pump error 53 alarm and error 3 found in the insulin pump history file due to software error. Pump error 63 alarm found in the insulin pump history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the insulin pump had multiple insulin pump error alarms. Customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarms. Customer was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.